Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions.

Event description:
A report was received on 10 dec 2019 from the home therapy nurse (htn) regarding a (B)(6) year old female, who was symptomatic during hemodialysis therapy on (B)(6) 2019. Additional information was received (B)(6) 2019 from the htn who stated the patient experienced nausea, vomiting, fever, increased heart rate and rapid breathing an hour and a half into treatment on (B)(6) 2019. The patient attended the emergency room for observation, symptoms resolved without medical intervention and she returned home later that day. Per the htn, the patient recovered without sequelae and continues to treat with the nxstage system.